Manufacturer narrative:
(H3,h6): section d and section e updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #:(B)(6) UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A090501: applicable to 2d acquisition not starting a1102: applicable to error messages "failed to start/stop auto fluoroscopy offset calibration: failed to receive fluoroscopy offset calibration disabled message from mvs." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure it was reported that while executing "bi-150-77943 4.2 performance protocol on o-arm o2 sn (B)(6)., the 2d acquisition did not start when the left foot pedal was pressed, and the following errors were seen in the logs: "failed to start/stop auto fluoroscopy offset calibration: failed to receive fluoroscopy offset calibration disabled message from mvs." There was no patient involved.